Event description:
Hill-rom received a report from the account stating that their sabina lift has a cracked foot tray. The lift was located in the patient room. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found that the open/close on the low base was not operating because the gear rack was broken. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technician replaced the gear rack set to resolve the issue. Based on this information, no further action is required.